Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/50 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: clinical and radiographic predictors of cardiovascular implantable electronic device lead failure at the time of initial implantation. Journal of arrhythmia. 2021;37:1086¿1092. Doi: 10.1002/joa3.12559. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding lead failures. The article reports patients who experienced inappropriate shock. There were leads which exhibited a sudden rise in pacing or defibrillation impedance or fluctuation, failure to sense or capture, non-sustained tachycardia events, and noise. Revisions or extractions were performed on the leads. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.